Event description:
This was admitted to the hospital with a chief complaint of recurrent chest pain. The patient was taken electively to the cardiac cath lab, where angiography revealed a long, diffuse, calcified lesion extending from the mid to the distal rca. A bolus of 3,000 units of heparin was administered via IV. An additional dose of 2,500 units was given later in the procedure. A bolus of 12.3mg of integrillin was given via IV, followed by an infusion @11cc/hr. The physician had trouble accessing the vessel ostium with the guiding catheter. Initially, a 6fr al1 was used, but it did not access the ostium. The guider was exchanged for a 7fr rcb with side holes, which accessed the ostium, but did not provide adequate support. Finally, the guider was exchanged for a 7fr hs with side holes. A mailman wire was advanced through the vessel; however, it would not cross the lesion. This wire was exchanged for a stabilizer wire, which did cross and was advanced into the distal vessel. The lesion was pre-dilated with a 2.5x25mm maverick 2 balloon, a 3.0 x 33mm cypher stent was advanced to the lesion, but it failed to cross and was withdrawn. The physician then attempted to advance a 3.0 x 28mm cypher, but it too failed to cross and was withdrawn. The physican exchanged the guidewire for a luge (300cm) guidewire. He then attempted to advance the 3.0x33mm cypher stent, but once again, it failed to cross and was withdrawn. He then advanced a 3.0 x33 taxus stent, which also failed to cross the lesion, and then a 3.0 x 18mm cypher stent, which also failed to cross the lesion.the lesion was again dilated with a 2.5x25mm maverick balloon inflated to 6 atms.finally, the physician successfully passed a 3.0 x 13 cypher stent into the most distal portion of the lesion, where it was deployed to 11 atms. He then attempted to place a 3.0x 18mm (newly opened), but it would not cross the lesion. He successfully placed a 3.0x 13 mm cypher proximal to and in overlapping fashion with the first deployed it to 12 atms. The 3.0 x 18mm cypher stent was again advanced and placed in the most proximal portion of the lesion. This was placed proximal to and in overlapping fashion with the second and was deployed to 14 atms. The stented segment was not post-dilated. Flow through the stented segment was timi iii. The patient was discharged in stable condition.approx 48 hours post procedure, while still in the hospital, the patient complained of chest pain and ECG changes were noted. The patient was taken back to the cath lab, where repeat angiography demonstrated thrombosis of the previously stented segment, resulting in a 100% occlusion. This was treated with additional balloon inflations. The patient did well thrououghout the procedure and was discharged from the cath lab in stable condition.this is one of two reports submitted for the same event (total of three products). Reference MFR report #'s:3003742446-2006-00111.

Manufacturer narrative:
This 79 year-old female pt with a history of cad, smoking, and episodes of ventricular tachycardia had cypher stent implantation. These are pre-morbid conditions which increase the risk for a mace. The lesion located in the mid to distal rca was long, diffuse, and calcified. The safety and effectiveness of the cypher stent has not been established in pts with lesion of length longer than 30mm, lesions that are diffuse, and lesions that prevent complete inflation of the balloon. The lesion was pre-dilated. A total of four different cypher stents and one taxus stent failed to cross the lesion and were withdrawn. The lesion was again dilated. Finally a cypher stent 3.0mm x 13mm was deployed in the distal section of the lesion. Another cypher stent (3.0mm x 18mm) then failed to cross the lesion. Next another cypher stent (3.0mm x 13mm) was deployed overlapping the other cypher stent. Finally, the cypher stent (3.0x18mm) was again advanced and placed in the proximal most portion of the lesion in an overlapping to the second implanted stent. Approx 48 hrs post procedure, repeat angiography demonstrated thrombosis of the previously stented segment, resulting in a 100% occlusion. This was treated successfully with add'l balloon inflations. The product was not available for analysis. A review of the mfg route sheets confirmed that this product met quality requirements for product acceptance. Conclusion: there are pt and lesion factors that may have contributed to the event. This is one of two reports submitted for the same event. Please reference MFR report#'s: 3003742446-2006-00111 and -00112.